Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was not returned for investigation because it was discarded; however, manufacturing record review confirmed the device passed final qa/qc release. Procedure video review identified no galaxy system malfunctions. The right lower lobe target was located very inferiorly and near the diaphragm, with intermittent overlap of the augmented fluoroscopy (af) boundary during respiration. Parenchymal traversal and multiple biopsy insertions were observed, including several tool advancements beyond the af boundary representing use error, while later biopsies under live fluoroscopy showed normal system behavior. Minor intermittent bleeding was consistent with expected transbronchial sampling effects. Pneumothorax suspicion arose during isocentering for the third lesion and was confirmed on tilt reconstruction prior to any biopsy attempt at that site, after which the procedure was appropriately aborted. Overall, video evidence demonstrated stable galaxy navigation and imaging performance without device malfunction. The physician did not attribute the pneumothorax to the galaxy system and considered the event spontaneous or procedure-related. Video review supports this conclusion, indicating pneumothorax detection before third-lesion biopsy and confirming that previously sampled pleural-adjacent lesions carried inherent pneumothorax risk. No abnormal scope behavior, imaging inaccuracy, or system malfunction was identified. Therefore, the event is most consistent with lesion anatomy and known procedural risk rather than galaxy system contribution. This complaint is reported due to the following conclusions: a pneumothorax was first suspected during the tilt workflow while targeting the third nodule based on isocentering x-ray findings and was confirmed after the tilt sweep, prompting procedure abortion without biopsy of the third lesion. A chest tube was placed, and the patient was admitted and later discharged (duration not provided). Prior sampling included needle and forceps biopsies with approximately five passes each in pleural-based lesions in the rml (20 mm) and rll (8 mm). The physician did not attribute the pneumothorax to the galaxy system and considered it spontaneous or procedure-related. No procedural complications or galaxy system malfunctions were reported, however, a use error was identified.

Event description:
A pneumothorax was first suspected during the tilt (tool-in-lesion tomography) workflow while targeting the third nodule, based on x-ray findings obtained during isocentering. No indication of pneumothorax had been observed earlier in the procedure. Following completion of the tilt sweep, the pneumothorax was confirmed, and the procedure was aborted without biopsy of the third lesion. A chest tube was placed, and the patient was admitted and later discharged; specific admission duration and discharge date were not provided. The targeted lesions were located in the right middle lobe (20 mm) and right lower lobe (8 mm), both anterior and pleural-based. Needle and forceps biopsies were performed with approximately five passes per lesion prior to pneumothorax identification. No procedural complications or galaxy system malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.